Event description:
Following intraocular lens (iol) implant surgery, a consumer reports starbursts at night. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 10/18/2007, 10/19/2007 and 10/29/2007 by phone, fax, and mail. A completed questionnaire has not been returned.